Event description:
This rv lead was implanted on (B)(6) 2014. A call to technical services states that this lead had an infection. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).